Event description:
It was reported that during inspection of the facility's stock of jag precursor st and jag precursor st guide wires, the tip abnormalities were discovered. During inspection, it was discovered that the tips of the guide wires appeared "sharpened" as if they had been "cut obliquely". The tip of the guide wires also appeared "more angulated than normal" during experimental cannulation of the device. The hydrophilic tip was measured to be longer than 5cm almost 5.5cm; longer than the other "normal" jagwire. The devices were not used in a pt procedure and did not contact a pt.